Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer called for asking what hi mean on the meter. Customer was instructed of meaning of hi (glucose levels >600mg/dl).customer informed did not take the daily medication that day and might cause glucose level raise. The customer's expected blood glucose test result range is not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is about three months ago. The meter memory was not provided by customer. Adverse event not reported.